Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is inoperable. A sjm representative met with the patient and confirmed the issue. The patient states he stopped using his scs system six months ago because he was prescribed new medication that completely resolved his pain. However, the patient recently changed medication and tried to turn his stimulator on, but could not locate it with his programmer or charger. Also, the patient complained of experiencing pain at his scs ipg site. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had his scs ipg explanted and replaced. The patient reported receiving effective stimulation postoperative. The reported issue is resolved.